Event description:
The customer reported that the system intermittently displayed an 'x-rays deactivated' error message. This error message will prevent the system from producing x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray validation key was replaced. The system was then found to be operating as intended.